Manufacturer narrative:
Additional suspect medical device components involved in the event: product familyi: iscs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5132868/5134907.

Event description:
It was reported that the patient was experiencing ineffective therapy. All device components were explanted. No further information has been obtained despite good faith efforts.